Event description:
Reporter stated the infusion device did not correctly provide an e4 occlusion error when there was a blockage in the system. The customer experienced hyperglycemia of 450 mg/dl, and he reported insulin "shot out" when he disconnected the transfer set. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.